Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the skin irritation. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient experienced skin irritation that caused pain at the infusion site (abdomen) after wearing the pod between 49 and 71 hours. The patient contacted their doctor and was prescribed fucidin cream, 30 grams, to apply twice per day.